Manufacturer narrative:
This report is being filed on an international product, list number 6p01-55 and there is a similar product distributed in the us, list number 6p01-60. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity s hiv ag/ab, lot number 27539be00, generated on an alinity s processing module and the customer reported 3 falsely repeat reactive specimens that were non-reactive by another testing method (method unknown) occurred in 2021. In 2021, there were a total of 13 repeatedly reactive hiv samples out of 48,619 samples that were not reactive by another testing method. There was no reported impact to patient management.

Event description:
The customer observed false reactive alinity s hiv ag/ab, lot number 27539be00, generated on an alinity s processing module and the customer reported 3 falsely repeat reactive specimens that were non-reactive by another testing method (method unknown) occurred in 2021. In 2021, there were a total of 13 repeatedly reactive hiv samples out of (B)(6) samples that were not reactive by another testing method. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation regarding falsely reactive results for alinity s hiv ag/ab combo reagent kit, lot 27539be00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review, and field data review. Return testing was not completed as returns were not available. Ticket search by lot 27539be00 did not identify an increase in complaint activity for the complaint issue. The ticket trending review did not identify any trends or increase complaint activity for the identified product. Device history record review did not identify potential non-conformances, non-conformances or deviations associated with lot 27539be00. The overall performance of the alinity s hiv ag/ab combo reagent kit was reviewed using field data from customers. A review of field data for the overall performance of the alinity s hiv ag/ab combo reagent kit, lot 27539be00 indicated the product was performing within product requirements. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the results of the investigation, alinity s hiv ag/ab combo reagent kit, lot 27539be00 met performance requirements and no systemic issue or product deficiency was identified.